Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 3006705815-2021-02050. It was reported that following a fall, the patient was not receiving adequate therapy. It was found that contacts 1-8 had all high impedances. In turn, surgical intervention may take place to address the issue.